Event description:
While inserting the large kelly into the chest, I was able to insert it without issue. But upon attempting to dilate the tract, the handle of the large kelly snapped at the hinge. I had not yet applied any significant force to the instrument.